Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, ballon withdrawal difficulty occurred. The 60% stenosed lesion was located in the notortuous, non calcified proximal left anterior desending (lad) artery. The physician successfully direct stented a taxus liberte 2.5 x 16mm drug eluting stent to the b2 lesion ind the proximal lad, but reported slight sticking upon removal. Additional information regarding this event has been requested. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but is is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # 8416042 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.